Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump speakers were not functioning. No impact to customer's blood glucose as customer had not started pump for therapy yet.